Manufacturer narrative:
Concomitant medical product: w4tr01 ipg, implanted: (B)(6) 2019; 439888 lead, implanted: (B)(6)2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent undersensing on the atrial channel was noted on stored electrograms. The patient's right atrial lead remains in use. No patient complications have been reported as a result of this event.